Event description:
According to the event description:"the patient was prescribed a furesis infusion of 125mg/day, and the rate was 5.2ml/h. The infusion pump first started to drip the fluid normally at the correct rate. The infusion pump worked normally for a few hours, but then the device started to drip the drug at a high rate, while giving the alarm "too many drops". The alarm was acknowledged, the cannula was checked, the settings were checked and the infusion was stopped. After this, the infusion continued at the correct rate, but after a while the device started to drip again by itself at a high rate and the same alarm repeated. The device was replaced and the drug was dripped into a new infusion pump using the same tubes, at which point no alarms were issued, meaning there was no fault in the tubes."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).the investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available.note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info:UDI number : (B)(4).premarket submission: # k083689, k142596, k191910.